Manufacturer narrative:
At the time of this report, information is based on patient reporting and the investigation is still ongoing to review additional medical records, if available. Post operative hematuria was associated with intervention and possible antiplatelet therapy. Calcified implant due to deployment in bladder vesicle. A follow-up report to this initial report will be submitted if additional relevant information is identified.

Event description:
Patient reported directly that he was treated successfully with a prostatic urethral lift procedure on (B)(6) 2015 and was discharged with catheter. Patient stated he experienced post-operative urethral bleeding and visited the ER several times within 24 hours due to hematuria and clot retention until resolved. Patient was on antiplatelet therapy at the time due to past cardiac history, and it is unclear if this had been discontinued for prostate treatment. Patient reported satisfactory result. On (B)(6) 2016 patient elected to undergo additional prostatic urethral lift treatment for returned symptoms. Patient again experienced post-operative urethral bleeding [active antiplatelet therapy not confirmed] and was monitored overnight in hospital. On (B)(6) 2016 patient was diagnosed with peyronie's disease but did not undergo treatment. On (B)(6) 2016, patient presented with complaint of ongoing lower urinary tract symptoms. Cystoscopy revealed small calcification of an implant that was exposed to the bladder vesicle (not fully within prostate per instructions for use). Physician recommended transurethral removal of this implant, but patient has not elected this to date.